Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The mildly tortuous and mildly calcified target lesion was located in the left anterior descending artery (lad). A 2.25x20mm promus element stent delivery (sds) was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent had moved on the balloon. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).